Event description:
It was reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos). The lead sensitivity was adjusted and no further twos has been observed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 511211 competitor implantable pacing lead 2002 (B)(6); 5076 implantable pacing lead 2002 (B)(6). (B)(4).